Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 157 mg/dl and a "lo" message ("lo" indicates a reading less than 20 mg/dl) within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Customer's meter ((B)(4)) and strips ((B)(4)) have been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing. Only one of the readings reported was present in the meter's memory log.